Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that (B)(6) old female had a skin irritation. The patient had blisters under the electrodes and on her sides. The patient's physician prescribed the patient a cream to use on the skin irritation. Follow-up indicated that the skin irritation had improved.